Manufacturer narrative:
(B)(4). Relevant tests and lab data: (B)(6) 2014: tte=ejection fraction 57%, mr severity: moderate to severe (3+). Concomitant product: mitraclip clip delivery system: cds02st, lot # 10260615, serial # (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the reported mitral regurgitation, and the product was not returned for analysis. The reported patient effect of mitral regurgitation (worsening), is listed in the mitraclip system instructions for use as a known potential complication associated with the mitraclip procedure. Although a conclusive cause for the reported patient effect and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacturing, design, or labeling of the device. This event was further reviewed by an abbott vascular senior medical advisor. Per the reviewer,there is no evidence of device deficiency or malfunction resulting on increase in mitral regurgitation (mr). It is clinically understood that general anesthetic can suppress the degree of mr and therefore lead to false estimation of reduction. When the patient is awake and under exertion the mr grade can increase, as was seen in this incident. The mr grade post procedure, at 3+, was still less than the pre-procedure level of 4+. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip delivery system report is being filed for recurrent mitral regurgitation, which is a serious adverse event. It was reported that on (B)(6) 2013 two mitraclips were implanted in a patient with degenerative mitral regurgitation (dmr), mr subtype: posterior flail, anterior prolapse, via the right femoral vein. Mr was reduced from 4+ to 3+. The right femoral access site was closed using compression and a figure 8 suture. The next day the patient experienced a small left groin bruise. The physician assessed the left groin bruise as not related to the device and possibly related to the procedure. The bruise resolved without treatment on (B)(6) 2014. At discharge on (B)(6) 2013, the mr was assessed as 2 to 3. The 30 day post procedure echocardiogram, showed a mr of 3+. Reportedly, a possible reason for the difference in mr from post procedure and 30 day follow up visit is that the patient is under general anaesthetic when the patient is not exerting himself at all during the procedure, therefore mr is less. There was no additional information provided.